Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the myometrium measures 1.2 cm in thickness and is remarkable for two embedded gray metal helices within each cornua grossly consistent with essure devices'), pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 927077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pain in thigh, adenomyosis and menometrorrhagia. Concomitant products included lisinopril since 2013 and rosuvastatin calcium (crestar) from 2013 to 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), alopecia ("hair loss"), feeling abnormal ("neurological conditions or problems type: brain fog"), pain in extremity ("legs pain") and arthralgia ("hip pain"). In (B)(6) 2014, the patient experienced dysgeusia ("metallic taste in mouth"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2018, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), osteoarthritis ("osteoarthritis") and thyroid disorder ("thyroid not working") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy(unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, abdominal pain, back pain, pain in extremity, arthralgia and thyroid disorder outcome was unknown and the genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, vaginal discharge, urinary tract infection, fatigue, alopecia, hormone level abnormal, weight increased, dysgeusia, osteoarthritis, mood swings and feeling abnormal had resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, mood swings, osteoarthritis, pain in extremity, pelvic pain, thyroid disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2013, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Imaging procedure - on (B)(6) 2012: result: bilateral occlusion. Pathology test - on (B)(6) 2018: final diagnosis: uterus, hysterectomy: posterior serosa: no diagnostic abnormalities. Cervix: no diagnostic abnormalities. Endometrium: proliferative phase. Myometrium: adenomyosis. Lot number: 927077, manufacturing date: 2011-12, expiration date: 2014-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the myometrium measures 1.2 cm in thickness and is remarkable for two embedded gray metal helices within each cornua grossly consistent with essure devices'), pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 927077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pain in thigh, adenomyosis and menometrorrhagia. Concomitant products included lisinopril since 2013 and rosuvastatin calcium (crestar) from 2013 to 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), alopecia ("hair loss"), feeling abnormal ("neurological conditions or problems type: brain fog"), pain in extremity ("legs pain") and arthralgia ("hip pain"). In (B)(6) 2014, the patient experienced dysgeusia ("metallic taste in mouth"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2018, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), osteoarthritis ("osteoarthritis") and thyroid disorder ("thyroid not working") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy(unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, abdominal pain, back pain, pain in extremity, arthralgia and thyroid disorder outcome was unknown and the genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, vaginal discharge, urinary tract infection, fatigue, alopecia, hormone level abnormal, weight increased, dysgeusia, osteoarthritis, mood swings and feeling abnormal had resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, mood swings, osteoarthritis, pain in extremity, pelvic pain, thyroid disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2013, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Imaging procedure - on (B)(6) 2012: result: bilateral occlusion. Pathology test - on (B)(6) 2018: final diagnosis: uterus, hysterectomy: posterior serosa: no diagnostic abnormalities. Cervix: no diagnostic abnormalities. Endometrium: proliferative phase. Myometrium: adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: fu 3 and fu 4 processed together. Plaintiff fact sheet received: event injury was replaced with pelvic pain. New events - dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods), bladder/urinary problems: vaginal discharge, uti, fatigue, hair loss, hormonal changes, weight gain, metallic taste in mouth, osteoarthritis, thyroid not working were added. Case is upgraded from other event to incident. On 19-sep-2019: fu 3 and fu 4 processed together. Plaintiff fact sheet and mr received: lot no. Was added. New events - hormonal changes describe: mood swings, abnormal bleeding (general), abnormal bleeding (vaginal), neurological conditions or problems type: brain fog, legs pain, hip pain, metallic taste in mouth were added. Reporter's information, patient demography, medical history, concomitant drugs, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.